Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I still have fragments') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I only had one coil due to only having one tube". The patient's medical history included cosmetic body piercing (11 years before essure; now can't wear it). On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient experienced headache ("headache since removal / nothing helps my headaches") and sinusitis ("constant sinus infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), tooth loss ("lost half my tooth a few weeks ago"), eye movement disorder ("constant twitch in my right eye"), skin discolouration ("my hands turned blue"), lower respiratory tract infection ("chest infection"), dysgeusia ("I woke up with the metallic taste"), dysmenorrhoea ("period pain"), abdominal pain lower ("cramping"), vertigo ("vertigo"), infection ("still get infections"), hair colour changes ("grey eyebrows") and eyelash discolouration ("grey eye lashes") and was found to have weight decreased ("I lost weight and still losing it even after removal"). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the device breakage, tooth loss, sinusitis, eye movement disorder, skin discolouration, lower respiratory tract infection, hair colour changes and eyelash discolouration outcome was unknown, the weight decreased, headache, dysmenorrhoea, abdominal pain lower, vertigo and infection had not resolved and the dysgeusia had resolved. The reporter considered abdominal pain lower, device breakage, dysgeusia, dysmenorrhoea, eye movement disorder, eyelash discolouration, hair colour changes, headache, infection, lower respiratory tract infection, sinusitis, skin discolouration, tooth loss, vertigo and weight decreased to be related to essure. The reporter commented: getting back to normal the first 2 days after removal but just getting worse now she has such a bad chest infection (almost 3 months after removal) that they have sent her for an urgent chest x-ray she has blood pressure medication prescribed concerning the injuries reported in this case, the following ones were reported via social media : medical device removal, tooth lost most recent follow-up information incorporated above includes: on 23-mar-2020: data received from social media. New events 'I lost weight and still losing it even after removal', 'headache since removal', 'constant sinus infection', 'chest infection', 'constant twitch in my right eye' and 'my hands turned blue', "essure micro-insert implanted in patient with only one fallopian tube (contraindication)" were added. Concomitant drug blood pressure medication nos was captured. New reporter was added. Fu 2, 3,4 and 5 were processed together on 23-mar-2020: fu 2, 3,4 and 5 were processed together. Social media received: previously reported event ¿medical device removal¿ replaced with new event device breakage. New events were added: the metallic taste, period pain, cramping, vertigo, still get infections. Reporter information updated. On 23-mar-2020: event " grey eyebrows and grey eye lashes " added. Fu 2, 3,4 and 5 were processed together. On 23-mar-2020: fu 2, 3,4 and 5 were processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I still have fragments') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I only had one coil due to only having one tube." The patient's medical history included cosmetic body piercing (11 years before essure; now can't wear it). On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient experienced headache ("headache since removal / nothing helps my headaches") and sinusitis ("constant sinus infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), tooth loss ("lost half my tooth a few weeks ago"), eye movement disorder ("constant twitch in my right eye"), skin discolouration ("my hands turned blue"), lower respiratory tract infection ("chest infection"), dysgeusia ("I woke up with the metallic taste"), dysmenorrhoea ("period pain"), abdominal pain lower ("cramping"), vertigo ("vertigo"), infection ("still get infections"), hair colour changes ("grey eyebrows") and eyelash discolouration ("grey eye lashes") and was found to have weight decreased ("I lost weight and still losing it even after removal"). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the device breakage, tooth loss, sinusitis, eye movement disorder, skin discolouration, lower respiratory tract infection, hair colour changes and eyelash discolouration outcome was unknown, the weight decreased, headache, dysmenorrhoea, abdominal pain lower, vertigo and infection had not resolved and the dysgeusia had resolved. The reporter considered abdominal pain lower, device breakage, dysgeusia, dysmenorrhoea, eye movement disorder, eyelash discolouration, hair colour changes, headache, infection, lower respiratory tract infection, sinusitis, skin discolouration, tooth loss, vertigo and weight decreased to be related to essure. The reporter commented: getting back to normal the first 2 days after removal but just getting worse now she has such a bad chest infection (almost 3 months after removal) that they have sent her for an urgent chest x-ray she has blood pressure medication prescribed. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal, tooth lost. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('since removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth loss ("lost half my tooth a few weeks ago"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and tooth loss outcome was unknown. The reporter considered medical device removal and tooth loss to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal, tooth lost. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.